Manufacturer narrative:
The device has been received. Investigation is not complete. PMA/510(k) - exempt.

Event description:
The event involved an irrigation set, large bore, tur, urological connector 96 inch, that when puncturing the IV bag, b. Braun¿s titan xl ( 3l normal saline for irrigation), pieces of the spike were seen floating in the sight chamber. The device was replaced and therapy was resumed. There was no adverse event and no delay in critical therapy.

Manufacturer narrative:
As received the piercing pins are found to be intact. The complaint describes the piercing pins as brittle and breaking off as they are used to access flexible bags. This effect was able to be replicated by using the intact irrigation set's piercing pin to access a new flexible container of water. During this test, the pin was able to be pushed through the diaphragm with no problems and flow was established. However if the pin was pushed partially through the diaphragm, then bent, the tip of the piercing pin snapped off with ease. This break does not occur if the bag/pin connection is torqued on or bent after the pin has been completely inserted into the bag. The complaint of the piercing pins being brittle cannot be confirmed. The customer complaint of piercing pins breaking during use can be confirmed. The probable cause of the break is unintentional bending forces exerted on the piercing pin during insertion of the pin into a new flexible container of fluid. A batch record review was performed to lot# 866075h, list# 06543-0403 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation with zero defects found. No process changes, unusual event, re-work, re-processing or re-inspection activities were generated or performed to the batch mentioned above or its commodities. As a result no discrepancies that may have contributed to a complaint of this nature were found.